Event description:
A (B)(6) female underwent a skin sparing unilateral mastectomy and direct to implant reconstruction (l breast) with strattice 10x16 cm and a 470cc allergan silicone implant on (B)(6) 2013. On (B)(6) 2014 she presented with pain, warmth, redness and swelling to the lower pole and purulent drainage from incision. Wound culture was taken and the culture grew (B)(6) . She was started on oral antibiotics. Her condition progressed to readmission and surgery on (B)(6) 2014 for explantation of both the breast implant and strattice. Tissue expander was implanted and patient condition is stable.

Manufacturer narrative:
The internal investigation into complaint related device included the following: the processing records indicate that the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There was no non-conformance observed during batch record review related to the event reported. The distribution/implantation history records for reported lot revealed that (B)(6). As per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot s11285. The device was returned to lifecell on january 20, 2014. No evaluation of the returned specimen was performed due to the likelihood of an inaccurate pathology reading as a result of tissue degradation and bacterial proliferation as the specimen was returned in saline (instead if formalin). Based on internal investigation into the reported lot (no complaints related to the issue reported for the lot, review of batch processing records for dose audit results, sterilization records, packaging records review for related product, wound culture result of skin flora and time from device to event onset) the event is unlikely related to the strattice . This is an anticipated event during breast reconstruction procedures.